Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to incorrect length implant, switched to a 10mm length due to proximity to mental nerve, changed from 11.5mm to 10mm. Tooth location: 21.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bnst3211, (3i t3 with dcd non-platform switched tapered implant 3.25 x 11.5mm for evaluation. Visual evaluation was performed. Returned implant shows some minor signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review was completed for the subject lot number 2120000037. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120000037 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: other¿ the customer did submit x-ray images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev 12, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction has not occurred. Implants show slight wear however no damage to the implant was identified that would cause or contribute to the event. The reported event non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.